Manufacturer narrative:
A ge service representative performed an on site investigation. The lift column power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the lift column on the 9800 system would not move up during a case. The procedure was completed without incident. No patient injury was reported.